Event description:
It was reported that during testing prior to trocar insertion, a device was connected to a generator and during an activation test on used gauze. The activation button was difficult to press, the lever closed with difficulty and the device would not open again. It was further reported that the knife blade could not advance and could not retract. The surgeon recalled that the blade seemed to be into the jaws. Another device was reported to have been used successfully with the same generator. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.